Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was over 400 mg/dl, 365 mg/dl. The customer stated that the high blood glucose was because, a while back she forgot to resume the delivery on the insulin pump. The customer was not wanted to perform the high blood glucose troubleshooting. The insulin pump will not be returned for analysis.